Manufacturer narrative:
The account reported the right foot side rail is stuck. No pt injury reported. The technician found the right foot side rail was stuck in the down position and would not raise to latch. The technician lubricated the right foot side rail pivot points to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the right foot side rail is stuck. No pt injury reported.